Event description:
Customer reports: protime system inr results higher than reference lab. Patient result: on (B)(6) 2010; 3.2, on (B)(6) 2010; 1.0. Target range 2.0-3.0. Customer is no longer on coumadin and was only taking coumadin for short term use due to hip replacement. There were no adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further investigation.